Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. Following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.